Event description:
It was reported that the luer lock connection between the infusion tubing and adapter became disconnected. This caused insulin to leak from the infusion tubing of the infusion set. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion set was requested to be returned for product evaluation.